Manufacturer narrative:
Physio-control analyzed the electronic device log and was able to confirm that the device was not used to deliver shocks on the reported occurrence date of (B)(6) 2017; however, the actual electronic patient record (which contains the patient ECG recording) and other electronic data from the date of the event had been overwritten by subsequent testing of the device.  The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). With the information available, physio-control performed a clinical review of the reported event.  Physio agreed with the customer's assessment that the device use did not contribute to the patient's outcome.  Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that one of their devices had delivered one (1) shock to a patient before powering off by itself.  This event was reported to the FDA via medwatch report number 3015876-2017-01328. The customer then obtained a backup device and connected it to the patient (delay unknown).   The customer advised that the backup device also powered off by itself during the event.  The customer did not know if the device had been used to shock the patient.  This medwatch is to document the reported issue with the backup device. The patient, a (B)(6) year-old male, did not survive the event.  The customer advised that they do not believe that the device use contributed to the patient's outcome.  Medical personnel who were on scene observed that the patient's rhythm had become pulseless electrical activity (pea).  Additionally, medical personnel had suctioned blood out of the patient's mouth but there was significant backflow into the lungs.  No further details were provided.

Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate the reported loss of power.  It was however observed that the customer's device had one bar of battery life remaining, which could have had an impact on the device's available power during the reported event, however, this could not be confirmed. The customer has been provided with detailed instructions on how to verify the readiness of their device and determining the battery¿s charge status per technical service update 352.  The customer has also been reminded of the importance of always carrying a spare fully-charged battery.  The customer was provided with a replacement battery.